Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial port. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) output connector assembly was broken. It was also indicated that the battery and display wires were pinched, a label was damaged, and a screw was contaminated. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.